Event description:
It was reported an 8f angio-seal sts plus was deployed in the right femoral arteriotomy site post percutaneous procedure. Hemostatis was not achieved and manual compression was applied. The superficial femoral artery occluded and the patient underwent surgical exploration and revasculaization. The vascular surgeon found the anchor of the angio-seal folded in a "v" shape and the collagen to be in the artery. A downhill puncture was used and the artery was seen dissected prior to the angio-seal deployment. The vascular surgeon was the deployer and also performed the surgical procedure. The phyician stated excessive force was not used during deployment.